Manufacturer narrative:
The pump was received for investigation. Visual and functional checks were performed. Upon visual inspection, both tamper seals were found broken, the case top was noted to be cracked by the corners and tubing guides, and both plunger cases were cracked. A review of the pump event log identified force sensor testing in the history. Testing of the pump by using the power up process duplicated the problem. The problem was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. A caution statement contained in the operator's manual under important safety information indicates the pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a force sensor system failure. No patient injury was reported.